Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. For essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast reduction in 2012 and cholecystectomy, miscarriage, c-section (c-section: 1), parity 2, multi gravida (gravida 4), arthritis and hypertension. As concurrent condition the report mentioned drug allergy (sulfa 10). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3415 days after essure insertion and 23 days after its most recent use, she experienced post procedural haematoma ("pelvic hematoma in female post laparoscopic assisted vaginal hysterectomy"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), uterine enlargement ("enlarged uterus"), heavy menstrual bleeding ("menorrhagia"), obesity ("morbid obesity"), pelvic adhesions ("pelvic adhesions"), ovarian cyst ("left ovarian cyst.") And enterocele ("posterior enterocele"). The patient was treated with surgery (essure removal via laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered enterocele, heavy menstrual bleeding, obesity, ovarian cyst, pelvic adhesions, pelvic pain, post procedural haematoma and uterine enlargement to be related to essure administration. The reporter commented: essure removal details procedure date-(B)(6) 2021 (as written) pre-op diagnosis: chronic pelvic pain, enlarged uterus, menorrhagia. Morbid obesity post-op diagnosis: chronic pelvic pain, enlarged uterus. Menorrhagia. Morbid obesity. Pelvic adhesions, left ovarian cyst. Posterior enterocele. Procedure: lavh and bilateral salpingectomy, lysis of adhesions. Left ovarian cystotomy, mccall culdoplasty. History: patient with a history of chronic pelvic pain, enlarged uterus. Menorrhagia and morbid obesity. She is being admitted for laparoscopic assisted vaginal hysterectomy with or without bilateral salpingo-oophorectomy and indicated procedures. Narrative: pelvic and abdominal adhesions involving the omentum and anterior abdominal wall removed with ligasure dissection without complication. Large left ovarian cyst identified and drained with ligasure dissection. Ovaries appear within normal limits bilaterally. The patient was awakened and taken to post anesthesia recovery in apparent satisfactory condition without complications to report. On (B)(6) 2021 post surgery evaluation: current medication: lisinopril oral tablet 10 mg, take 1 tablet once a day, no last menstrual period due to hysterectomy, menses lasts 5 day(s). Menstruation occurs every 28 days,menstrual flow la heavy surgical history: surgical history remarkable for laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2021. Physical examination: internal pelvic exam: other pelvic exam findings vaginal cuff well-approximated and healing. Suture line pulled. Small amt of vaginal bleeding noted. Monsel application assessment: pelvic hematoma in female. Post-operative state s/p laparoscopic assisted vaginal hysterectomy (lavh). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: clinical information: pelvic pain. Diagnosis: uterus with right and left fallopian tubes, hysterectomy and bilateral salpingectomy: secretory phase endometrium; intramural leiomyomas; benign serosa and cervix; benign fallopian tubes with paratubal cyst; foreign body consistent with remnant intrauterine device. Gross examination: label: uterus, cervix, bilateral fallopian tubes. Main findings: myometrium appearance-tan-pink straited, metallic coils extending from each cornu into the myometrium for distances of 1.7 cm and 3.2 cm. Adnexa: first fallopian tube: fimbriated 3.5 cm in length by 0.6 cm in diameter.1.2 cm paratubal cyst, portion of metallic coil within lumen. Second fallopian tube: fimbriated 2.8 cm in length by 0.8 cm in diameter, unremarkable serosa metallic coil not identified within lumen concerning the injuries reported in this case, the following ones chronic pelvic pain female, uterus enlarged, menorrhagia, morbid obesity, pelvic adhesions, ovarian cyst, enterocele, postoperative hematoma were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, other health professional's reporter, consumer's report and patient's details updated, essure start date updated from (B)(6) 2011 to (B)(6) 2011, stop date updated from (B)(6) 2022 to (B)(6) 2021, previous event medical device removal updated to pelvic pain female, non-drug treatment notes updated from partial hysterctomy toessure removal via laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2021, new events uterus enlarged, menorrhagia, morbid obesity, pelvic adhesions, ovarian cyst, enterocele, postoperative hematoma, , international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast reduction in 2012 and cholecystectomy, miscarriage, c-section (c-section: 1), parity 2, multi gravida (gravida 4), arthritis and hypertension. As concurrent condition the report mentioned sulfonamide allergy (sulfa 10). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3415 days after essure insertion and 23 days after its most recent use, she experienced post procedural haematoma ("pelvic hematoma in female post laparoscopic assisted vaginal hysterectomy"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), uterine enlargement ("enlarged uterus"), heavy menstrual bleeding ("menorrhagia"), obesity ("morbid obesity"), pelvic adhesions ("pelvic adhesions"), ovarian cyst ("left ovarian cyst.") And enterocele ("posterior enterocele"). The patient was treated with surgery (essure removal via laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered enterocele, heavy menstrual bleeding, obesity, ovarian cyst, pelvic adhesions, pelvic pain, post procedural haematoma and uterine enlargement to be related to essure administration. The reporter commented: essure removal details procedure date (B)(6) 2021 (as written) pre-op diagnosis: chronic pelvic pain, enlarged uterus, menorrhagia. Morbid obesity post-op diagnosis: chronic pelvic pain, enlarged uterus. Menorrhagia. Morbid obesity. Pelvic adhesions, left ovarian cyst. Posterior enterocele. Procedure: lavh and bilateral salpingectomy, lysis of adhesions. Left ovarian cystotomy, mccall culdoplasty. History: patient with a history of chronic pelvic pain, enlarged uterus. Menorrhagia and morbid obesity. She is being admitted for laparoscopic assisted vaginal hysterectomy with or without bilateral salpingo-oophorectomy and indicated procedures. Narrative: pelvic and abdominal adhesions involving the omentum and anterior abdominal wall removed with ligasure dissection without complication. Large left ovarian cyst identified and drained with ligasure dissection. Ovaries appear within normal limits bilaterally. The patient was awakened and taken to post anesthesia recovery in apparent satisfactory condition without complications to report. On (B)(6) 2021 post surgery evaluation: current medication: lisinopril oral tablet 10 mg, take 1 tablet once a day, no last menstrual period due to hysterectomy, menses lasts 5 day(s). Menstruation occurs every 28 days,menstrual flow la heavy surgical history: surgical history remarkable for laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2021. Physical examination: internal pelvic exam: other pelvic exam findings vaginal cuff well-approximated and healing. Suture line pulled. Small amt of vaginal bleeding noted. Monsel application assessment: pelvic hematoma in female. Post-operative state s/p laparoscopic assisted vaginal hysterectomy (lavh). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: clinical information: pelvic pain. Diagnosis: uterus with right and left fallopian tubes, hysterectomy and bilateral salpingectomy: secretory phase endometrium; intramural leiomyomas; benign serosa and cervix; benign fallopian tubes with paratubal cyst; foreign body consistent with remnant intrauterine device. Gross examination: label: uterus, cervix, bilateral fallopian tubes. Main findings: myometrium appearance-tan-pink straited, metallic coils extending from each cornu into the myometrium for distances of 1.7 cm and 3.2 cm. Adnexa: first fallopian tube: fimbriated 3.5 cm in length by 0.6 cm in diameter.1.2 cm paratubal cyst, portion of metallic coil within lumen. Second fallopian tube: fimbriated 2.8 cm in length by 0.8 cm in diameter, unremarkable serosa metallic coil not identified within lumen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.